Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was poor sleeve function and blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood leakage was observed. The sleeve may have not covered the non patient needle properly, which may have led to blood leakage when the tube was removed."

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was poor sleeve function and blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood leakage was observed. The sleeve may have not covered the non patient needle properly, which may have led to blood leakage when the tube was removed."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/3/2021. H.6. Investigation: bd received 1 sample and 6 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged (cracked) sleeve was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damaged (cracked) sleeve with the incident lot was not observed as it appeared the slit seen was that of a cracked blood droplet. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged (cracked) sleeve. Bd was not able to identify a root cause for the indicated failure mode.